Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The event was described as "the check valve at the filling nozzle does not close and the pump was leaking at this point." This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 01, 2022 - february 02, 2022. H10: the actual device was received for evaluation.visual inspection on the sample via the naked eye noted evidence of leak at the fill port when the fill port cap was removed. During fill, leak/backflow was observed at the fillport. Further examination revealed the cause of the leak/backflow condition was due to a particle measured to be 2.21 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported condition was verified. The most probable cause of the acrylic material under the checkband is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.